Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unknown lesion. The nc trek was used for post dilatation of the unknown stent and it was reported that during removal, there was unusual resistance when removing from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information can be provided.